Manufacturer narrative:
Follow-up MDR was mailed to the FDA on 4/25/97. Evaluation summary: two datascope guidewire were returned for evaluation with blood noted on the exterior of each wire. The actual iab used with the wires was not returned for evaluation. Visual examination revealed no kinks in the guidewires. Each o.d. Was measured and found to be within datascope's mfg specifications. In addition, it was possible to pass both wires through the inner lumen of a laboratory 9.5 fr. 40cc. Iab without difficulty. Probable cause of difficulty: no defect was found in the returned guidewires. It was not possible to verify the encountered difficulty or the determine the exact reason for the reported problem. The inability for each guidewire to pass through the entire length of the actual iab indicated that the inner lumen may have kinked within the patient. It is possible that the tip of the iab was within a subintimal space, that the tip lay against the arterial wall occluding the inner lumen, that the iab tip or inner lumen was temporarily occluded by clotted blood, or that a kink, possibly due to a severe vessel tortuosity, caused the reported difficulty. Having the opportunity to examine the original iab may have provided some additional insight into the encountered difficulty.

Event description:
The dr. Was unable to advance the guidewire over the iab. The iab was never inserted.